Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that patient is not getting a 50% reduction in symptoms and is still having to strain a lot when urinating. Caller stated they were told to keep pt's therapy on program 3 and to increase stimulation as needed, but stated they need education on use of handset and communicator. Caller reported pt was feeling stimulation initially following implant surgery for a day or two and reported since then has stopped feeling stimulation. Caller reported pt noticed not getting a 50% reduction in symptoms starting on (B)(6) 2022. Caller mentioned pt has upcoming hcp appt. On tuesday. Reviewed how to connect with ins and caller confirmed pt's therapy is on at 1.0v, program 3. Pt increased stimulation to 1.2v and confirmed feeling stimulation in bicycle seat area. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. Patient will maintain stimulation level and will continue to track symptoms. Caller provided unrelated medical information that pt is mentally handicapped but high functioning. 2022-01-24 information was received from a patient's representative who stated they don't feel like they are making progress. She wants to know why the patient still has to strain to urinate. The bladder is not emptying on its own. The trial was perfect. Since implant the patient has not got relief. Patient is diabetic and been on metformin since (B)(6) 2022 and had a lot of cramping in left leg when she stands up. Called doctor last week and asked if could stop medication to see if cramping went away. Patient stopped medication and hasn't noticed a change. Checked current setting and patient was at 1.3v on program 3. Patient said she was told not to change the program. On call she decreased stimulation to 0.9 v and said the cramping feels a little better. Patient will maintain stimulation level and will continue to track symptoms. 2022-02-01 pt rep called back and reiterated the same information. Pt rep states things have gotten better. Pt rep states pt has been off metformin and the leg cramps have subsided. Pt rep also states pt is getting up to use the bathroom less often. Pt rep states they will keep at current settings since they have been working.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient rep. They reported patient was going to have an ultrasound on their left leg. Moreover, caller said they think the stimulator is working fine they had it checked out about a month ago.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was to report that ins site feels like it has worked itself up and patient can feel it when patient sits down. When asked, patient clarified that it feels like the ins has moved. When asked about any falls or trauma the caller said that the patient told her that the day before yesterday patient bumped the ins site while at work on a volunteer activity. And that they had retention prior to having the device. The patient was redirected to their healthcare provider to further address the issue.